Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure owing to a refractive surprise. A new lens was implanted in the eye. No further information has been provided.

Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under (B)(4) microscope magnification. The lens was received with one broken haptic, most probably related to the explant/removal process and /or handling during attempted insertion process. Visual inspection revealed surface residuals (fibers/particles/stains) on the optic, which is compatible with the handling of the lens out of a sterile environment. No cosmetic defects were observed. Optical inspections results showed lens corresponded to a 23.0 diopter lens. Diopter measurement for returned sample show product was within specification. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of birth: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.